Manufacturer narrative:
Gbo complaint number: (B)(4). No pictures or samples were provided from the customer for this complaint. Manufacturing records and DHR were reviewed. No deviation and filled volume could be found. All manufacturing records and DHR within the specification.

Event description:
Customer states their analyzer is detecting fill errors when using this tube.